Event description:
(B)(4). Customer reported testing a patient sample for antibody identification in iat using 0.8% resolve panel a lot vra420 in manual method, and that they had obtained negative reactions with all 11 cells of the panel. The customer stated that due to this patient historically having an anti-e(rh3) antibody, and the positive antibody screening result, they were expecting cells 3 and 6 to be positive. The customer reported that, on the same day, they retested the same patient sample for antibody identification in iat and enzyme method using the same reagent, and that they had obtained positive reactions with cells 3 and 6 of 0.8% resolve panel a lot vra420 being e(rh3) antigen positive. Summary: discordant negative antibody identification results for one patient having an anti-e(rh3) antibody. The most probable assignable cause is sample related, patient's anti-e(rh3) antibody being weak and/or at detection limit of the reagents and technique used. No general product failure is identified. No biased result was reported to the physician. The patient was not harmed.

Manufacturer narrative:
Investigation: batch record review, complaint review by lot and donor history complaint review performed. All results were acceptable. Retain testing was unable to be performed since product had expired. The most probable assignable cause of the discrepant negative reactions in antibody identification for one patient sample is sample related, the patients anti-e(rh3) antibody being weak and at or around the detection limit of the reagents and technique used. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagent to perform as intended.